Event description:
It was reported that during the implant procedure, the physician disconnected the lead from the device due to a surgical maneuver. When trying to reconnect the leads to the header, the leads no longer fit in the header. The device was not used and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data was collected, analyzed, and no anomalies were found.